Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? This occurred on the first firing. What vessel or structure was the device fired on at the time of the event? It was not fired in the patient at all, it was a test firing the scrub nurse routinely does before handing to the surgeon. Was the clip fully advanced into the jaws prior to firing? No, the clip only advanced once the trigger was released. Was there any torquing or twisting of the device present at the time of firing? None noted. Was any unexpected resistance felt while firing the trigger? Yes, the trigger felt stiff. Were any unexpected noises heard? If so, when? None noted. Did anything unexpected happen prior to this incident? Nothing of significance. Was the device fired after this incident in or out of the patient? Yes, out of the patient, the nurse fired a few more clips to check the problem and then again when I entered the room to show me the issue, following the procedure the surgeon also fired the device to see what the problem had been. All of these fires were away from the patient.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the scrub sister fired the device to test before handing to the surgeon. The trigger was pulled and was stiff, the jaws of the device closed without releasing a clip. Once the trigger was released and the jaws opened the clip then deployed but remained opened in the 'u' shape. A new device was opened and handed to the surgeon. No adverse patient consequences.